Manufacturer narrative:
Philips service ordered parts and provided a workaround solution accepted by the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the c-arm motorized movements not functioning during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.